Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported several errors on the insulin pump and believes that that the insulin pump is not functioning correctly. Customer reported a no delivery alarm that was resolved with a set change. Customer also reported a crack near the battery cap. Customer's current blood glucose reading is 350 mg/dl and has treated with a bolus. No further information reported.